Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was that last night they tried to charge the device and the handset kept telling them that someone tried to reset the device or something. Pt said that the battery dropped to 0 or something and they tried again this morning to charge the device, but the same thing happened. Pt said that the device only had like 40% of a charge, so they had shut everything down. Pt said that the same thing happened when they got home a little while ago, but then they got the device to work. Pt wanted to know if someone was accessing their device. Agent reviewed. Pt will either write down the screen information or take a picture of the screen if the message appears again. Pt then said that they didn't feel like the stimulation was working. Pt said that they only felt the stimulation if they were laying down. Agent reviewed and redirected pt to healthcare provider (hcp) .

Manufacturer narrative:
Continuation of d10: product ID a72400 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.